Event description:
Fusion material orthoblast ii putty 10cc., allomatrix and osteofil used in my lumbar surgery caused problems to include additional back treatment, pain, and eventually disability enough to be taken out of work permanently and approved for social security disability because of injury from products. Still having issues. MRI. Shows large mass at site of product implant. This form is very hard to fill out. Someone should call me about this from the FDA intake. There was no death, no life threating, no congentital anomaly/birth defect.